Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, four resolute onyx stents were implanted in the 1st obtuse marginal and the left anterior descending artery. Cec adjudicated a non q-wave mi (target vessel), 3rd udmi peri-pci occurred in the mid lad, one day post index procedure. The sponsor assessed that the event was possibly related to the device and not related to the antiplatelet medication.